Manufacturer narrative:
(B)(4). Investigation summary: no samples or photos were provided by the customer for investigation. However, this would have happened during the multivac packaging process. The bottom web is formed to create a kind of nest and the part is placed in the "nest." Then the top web is placed, and the blister is sealed. In this case the part with the needle bent stayed longer time exposed to the heat sealing the top web, this would have happened while the process was stopped. The part with the needle bent was not detected. We continue monitoring the production of this product as well as product inspections. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 3rd complaint for lot # 9303875 for this type of defect or symptom. Previous complaint. (B)(4). There was no documentation for this type of defect during the entire production run of this batch. Rationale: CAPA not required at this time.

Event description:
It was reported that the cannula was bent prior to use with a bd¿ blunt plastic cannula. The following information was provided by the initial reporter, translated from (B)(6) to english: a bent cannula was found.